Manufacturer narrative:
The investigation for the temp pump stop and the high purge pressure has been completed. No product was returned for analysis. The data logs from the case show a motor current spike coincident with a drop in placement signals, motor speed and a pump stop. The motor current pump stop was confirmed with alarm #13. The log pattern was characteristic of biomaterial ingestion. There were multiple failed restart attempts during an approximate thirty minute window before the pump was able to restart during which purge pressure started trending up. High purge pressure and purge system blocked alarms were triggered. After restarting, the pump was able to run without any issues and the purge pressure returned to normal values. The root cause of the temporary pump stop was most likely biomaterial as evidenced by the ingestion log patterns. The root cause of the high purge pressure was most likely biomaterial as evidenced by the ingestion log pattern. The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that several purge pressure high alarms were encountered during support followed by multiple pump stops. The patient was being repositioned at the time of the failures. The issues self resolved and support continued uninterrupted. There was no patient harm. The patient was eventually weaned and explanted.